Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. Reported unknown damage on the sideboard of the stopcock was noted when removing the device from the packaging. The device was replaced and procedure was completed. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.